Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of the rotablator rotalink plus device with majority of the coil and sheath cut off and 14cm of the rotawire. The cut off sheath and coil, along with the burr were not returned for analysis. The advancer, coil, sheath, and handshake connections were microscopically and visually examined. The advancer and burr catheter units were received detached from each other. The handshake connection of the burr was detached from the coil and on the handshake connection of the advancer when returned. The handshake connection was bent. There was blood inside the housing, sheath and on the coil. The coil, sheath and rotawire were cut off 2.8cm distal of the strain relief. The wire was stuck inside the coil, as the coil was stretched/bunched. The housing was dismantled and no additional damage was found. The coil and sheath were examined microscopically and it was found that the coil was cut 4mm distal of the handshake connection along with the rotawire and sheath being cut proximally and distally. Functional testing was performed by connecting the rotalink advancer for this device to the rotablator control console system. There were no abnormal noises, leaks, and the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 16-nov-2017. Same case as MDR ID: 2134265-2017-12102. It was reported that the device cannot be switch from dyna on to dyna off. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 1.75mm rotalink¿ plus and a rotawire were selected for use. During the procedure, it was noted that the device was unable to switch from dyna on to dyna off upon ablating. The procedure was completed with this device. No patient complications were reported. However, device analysis revealed that a wire was stuck inside the coil.